Manufacturer narrative:
Product event summary: during analysis it was noted that with the programmer head returned with the programmer the customer comment of the programmer being unable to pull up software and interrogate a device was confirmed, however when paired with a "known good" programmer head the programmer was able to pull up software and interrogate as required. Analysis also found that the electrocardiogram connector was loose and therefore the link electronic module board was replaced and calibrated to resolve, that the display screen dropped in some positions and therefore the lower display hinges were replaced to resolve and also that there was a damaged foot pad on the lower case and so the lower case was replaced to resolve. (B)(4).

Event description:
It was reported that the programmer was intermittently unable to pull up software and interrogate implantable heart devices. Manually locating the software and directing the programmer still did not allow for interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was intermittently unable to pull up software and interrogate implantable heart devices. Manually locating the software and directing the programmer still did not allow for interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.